Manufacturer narrative:
(B)(4). Approximate age of device ¿ 4 months. The pump was returned for evaluation. Upon disassembly of the pump, a thrombus formation was found surrounding the inlet bearing cup and ball, obstructing approximately 10-15 percent of the blood flow path. The thrombus ring was partially denatured and also appeared to have formed in laminated layers, indicating that it developed on the inlet bearing cup and ball over an undetermined amount of time while the pump was supporting the patient. In addition, examination of the proximal-side of the outlet stator revealed two small, non-denatured tissue-like depositions situated adjacent to the bearing ball and in contact with two stator blades. The depositions were not adhered to the blood-contacting surfaces and lacked laminated layering, suggesting that they did not initially form in the outlet stator; however, their specific origins could not be conclusively determined. The evaluation could not determine a specific cause for the development of the observed depositions or a duration of time for which they were present in the device. Examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portions of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values, and the pump operated as intended. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient underwent a pump exchange on (B)(6) 2017 for issues with thrombus. Prior to the pump exchange, serial lactate dehydrogenase (ldh) monitoring occurred and the patient¿s ldh peaked at 2000 u/l. There were no other clinical symptoms. The patient was given intravenous fluids and heparin infusion without resolution of the hemolysis. Ldh was 1000 u/l when the pump was exchanged.